Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 63 (mg/dl). Reportedly, the customer believed that they did not eat enough carbohydrates for the amount of insulin that they delivered. Customer consumed food and drinks to treat their bg level. Troubleshooting with tandem technical support indicated pump was performing as intended.